Event description:
It was reported that a patient who had unknown mentor gel implants placed experienced bilateral gel bleed, bilateral necrosis, and bilateral capsular contracture post procedure. This created deformity of the breasts. Surgery was performed to remove all scar tissue, necrotic tissue, and silicone. Explant was performed on (B)(6) 2023.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: gel bleed/necrosis/capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number:(B)(4).